Event description:
The patient experienced a return of symptoms. The actual residual volume was greater than the expected residual volume. It was stated that 3 or 4 ml were expected and actual volume was 14 ml. Dye study was normal and CT revealed no evidence of inflammatory mass. No additional troubleshooting was done at that time. The physician was trying to schedule the patient for a rotor study. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).